Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, far field r-wave oversensing resulting in automatic mode switch episodes were observed on the right atrial (ra) lead. Technical support was contacted and suggested reprogramming the device to resolve the issue. Further information was requested but not yet received. The patient experienced no consequences.

Event description:
Additional information received indicated the device was reprogrammed to resolve the issue.